Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] -inspection of water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope had an air/water leak from the body control unit. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle was clogged due to foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) due to deformation of upward/downwards knob, water tightness is lost, b) nozzle has foreign objects, c) bending section cover or distal sheath has a clip. D) bending section cover or distal sheath has a crack, e) bending section cover or distal sheath has a white clouded area, f) protector of universal cord on suction connector side has a scratch, g) objective lens has a scratch, h) adhesives around light guide lens has white-clouded area, and I) due to a scratch on objective lens, the image has dark area partially. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.